Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions light transmission was lost or too low due to light guide (lg) bundle of the video cable section was broken and fiber bonding in the outer tube area (distal end) was damaged is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the rigid video laparoscope exhibited damaged fiber bonding in the outer tube area (distal end), the light guide (lg bundle) of the video cable section was broken, and light transmission was lost or too low. There was no patient involvement.